Manufacturer narrative:
The sample has not yet been returned for evaluation. A device history record (DHR) review could not be performed as the lot number was not provided.

Event description:
The complaint is reported as: the unit failed to power on. No patient injury reported.